Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 1.1, 1.2; lab: 3.0. Therapeutic range= 2-3.